Manufacturer narrative:
The customer¿s experience with pcb burnout was not confirmed, there was no evidence of a thermal event on any of the internal or external components during a physical inspections. After reassembly of the pcu, functional testing found the device working as intended. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that the facility contracted a third party biomed company to change the pcu case due to cracked case. The 3rd party biomed completely disassemble the unit removing all pcb ( printed circuit board), when the unit was reassembled the device would not function. It was reported that after the facility biomed team received the unit and performed an upgrade on the device, the pcu had a burnt odor when the device was powered on, there was no smoke or sparks noticed. The customer stated it was a biomed error and wanted the device sent back to bd for repair. There was no report of patient involvement.